Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: e2, e3, g3, g6, h2, h4, h6, and h10. This was not the first time use for the device. Event date is not known. The model and serial numbers of the devices used in conjunction with the device at the time of the event (light source, camera head, scope, cables etc.) Are not available. The device was inspected during installation and the reported issue was found. There were no error messages, alarms or alert tones associated with this event. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The noise occurred on the screen because video communication could not be transmitted to the processor due to the damage in the cable. The shipping record of the subject device did not find any problem in the device. The damage in the cable is likely caused by user operation. The instructions for use includes the following statements that can prevent this issue from occurring: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was noise on the screen when the cable was moved. Additionally, there is leak from the coupler and the labels on the rear cover are faded. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during installation the image disappeared with the movement of the cable. There is no patient involvement and no harm reported to any patient.